Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: after a laparoscopic lower anterior resectioning procedure, a leak was observed at the staple line. To correct the issue, the surgeon re-operated on the patient. The initial anastomosis was resected, and the staple line was hand-sewn. This caused permanent tissue damage. The staple line leak occurred the same day of the original surgery. Patient is alive, with injury and reported to be doing well. The device was discarded and the lot number is unavailable, so the product is not being returned for evaluation.